Event description:
Boston scientific crm received info that an invasive procedure was performed, due to a pocket infection. A debridement procedure was performed to remove infected tissue and the procedure remain implanted per the implanting physician's orders. All available info indicates that the device remains in service. There is no additional info available.

Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.